Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion and accuracy tests. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The reported problem, failed downstream occlusion, was not reproduced during evaluation. The device was tested for downstream occlusion detection and passed. During functional testing, the reported problem of failed accuracy tests was reproduced as an under infusion. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" However the history log cannot be used to determine if the alarms are true or false or confirm or refute downstream occlusion testing failures. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the failed accuracy test condition was determined to be out of adjustment pressure plates. The pressure plates requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.